Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), controller (B)(6) and battery (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed an increase in power consumption and estimated flows beginning on (B)(6) 2024, leading to parameters above normal operating range, and ninety-seven (97) high watt alarms logged since on (B)(6) 2024. Review of the event log file revealed one (1) controller power-up event, with an associated motor start event, logged on 3/jul/2024 at 08:36:59. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 46% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 89% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eight (8) seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed three (3) critical battery alarms involving (B)(6) were logged on (B)(6) 2024 at 03:00:16, and on (B)(6) 2024 at 16:01:40 and 16:02:19. The critical battery alarms were the result of the batteries depleting below 10% relative state of charge (rsoc). As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. The most likely root cause of the reported critical battery alarms event can be attributed to the batteries depleting below 10% rsoc. H6: the codes present in section, h6 correspond to components/products that comprise the reported event. Additional products: d1: controller, d4: (B)(6), h3: yes, d1: battery, d4: (B)(6), h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited power above normal and high watt alarms. Also the controller exhibited unexpected loss of power and one (1) battery exhibited multiple critical battery alarms. The vad, controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-jul-2023/ serial or lot#: (B)(6). UDI #: UDI information is unable to be obtained as the necessary information is unavailable. D9: no h3: no h4: mfg date: 26-jul-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-jun-2024 serial or lot#: (B)(6) UDI #: UDI information is unable to be obtained as the necessary information is unavailable d9: no h3: no h4: mfg date:  06-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.